Event description:
It was reported that the patient had pain around the implant site and the implantable pulse generator (ipg) was superficial. It was noted that patient experienced significant heat and burning sensation when charging the ipg. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.